Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported that the patient was reprogrammed by a manufacturer representative in the clinic on (B)(6) 2016. The hcp stated that the reprogramming was done to resolve the issue of stimulation in an undesired location. It was noted that the leads were placed for ¿le¿ pain, but now the patient was experiencing increased lower back pain.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported stimulation in an undesired location. It was stated they were never able to get the therapy up high enough to where it was effective for them. They met with a manufacturer representative on (B)(6) 2016 and they provided them with a group d. The group worked great for the first few days, but it only lasted a couple of days. The consumer no longer felt is above their waist in the back but still felt it in the front by their rib cage. It was noted they couldnt get in to see the healthcare professional (hcp) for months and the hcps office told them to call the manufacturer. Trying another group didnt resolve the issue. It was stated they had already tried the other groups, but they didnt give them the effect they were looking for either. The consumer felt they didnt put the leads up high enough. The patient was implanted for non-malignant pain.

Event description:
It was reported that the patient met with the manufacturer representative on wednesday to make more programs due to the previously reported issues. The patient worked with the manufacturer representative and they finally found a program that would work somewhat. It was reported that the patient was told by the manufacturer representative that the new program was brand new and that the patient would not feel stimulation but the patient did not know what the program was.

Event description:
Additional information was received from the patient. It was reported that the patient was still not getting any relief because the leads were not placed high enough.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.